Event description:
During MRI monitoring of a neonate intensive care unit (nicu) patient, there were multiple instances of signal interference and incorrect vital sign readings. This issue led to nurses initiating chest compressions to follow safety protocol. The instances of signal interference have happened numerous times with other patients, and it is not isolated to a specific MRI operating room mr400 device. The biomed department spoke with philips representatives who provided specifics on where to position the patient and mr400 modules to mitigate the issue. Manufacturer response for physiological monitoring, expression mr400 (per site reporter). The manufacturer has provided mitigation steps to help improve signal interference.